Manufacturer narrative:
B3 - date of event is unknown: additional information will be provided if available. The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was due to a defective power supply, which caused the light source to turn off completely. The most probable cause of the complaint/failure is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source was getting completely off automatically due to defective power supply in the device. There was no patient involvement.